Manufacturer narrative:
The device is currently not available for analysis. No conclusion can be drawn based on available information at the moment. The file is closed. The investigation will be re-opened should additional data become available.

Event description:
The patient suffered from severe dyspnea and was diagnosed with cardiogenic shock due to chronic amyloid cardiopathy (ef 10 percent, severe renal and hepatic deficiency). Additionally, it was reported that the ECG revealed that one pacing over two pacing was not followed by qrs. The patient died due to cardiogenic shock in a hospital within 24 hours after admission. Pulmonary x-ray (result: normal lungs), tte (ef 10 percent) and ECG (result at rest: half pacing not followed by qrs) were done for diagnostic reasons.